Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was advised that would be the bolus wizard suggesting to take 0.0unit since it just delivered 7.20units of insulin right before. Customer was assisted with checking when low reservoir alarm goes off.